Event description:
It was reported that deployment issues occurred, the coil was snared, and the coil broke. A 5mm x 8cm embold fibered coil was selected for use in a right renal mass embolization procedure. Several 4mm x 8cm coils and one 5mm x 8cm coil were placed. While attempting to place the last coil (this 5mm x 8cm embold fibered coil), it was difficult to get the last bit of the coil into the vessel. Once they did, upon deploying the coil, the coil wanted to come back into the microcatheter and failed to detach. While attempting to slowly recapture the coil in order to remove it, the coil deployed but was no longer where it needed to be; the coil was in the main renal artery. To avoid embolizing the entire right kidney, the coil was snared but broke into two pieces when pulling it out. Both pieces were retrieved. The catheter, snare, and coil were removed all together. Imaging was able to confirm that the coil was fully removed. There were no patient complications as a result of this event.

Event description:
It was reported that deployment issues occurred, the coil was snared, and the coil broke. A 5mm x 8cm embold fibered coil was selected for use in a right renal mass embolization procedure. Several 4mm x 8cm coils and one 5mm x 8cm coil were placed. While attempting to place the last coil (this 5mm x 8cm embold fibered coil), it was difficult to get the last bit of the coil into the vessel. Once they did, upon deploying the coil, the coil wanted to come back into the microcatheter and failed to detach. While attempting to slowly recapture the coil in order to remove it, the coil deployed but was no longer where it needed to be; the coil was in the main renal artery. To avoid embolizing the entire right kidney, the coil was snared but broke into two pieces when pulling it out. Both pieces were retrieved. The catheter, snare, and coil were removed all together. Imaging was able to confirm that the coil was fully removed. There were no patient complications as a result of this event.

Event description:
It was reported that deployment issues occurred, the coil was snared, and the coil broke. A 5mm x 8cm embold fibered coil was selected for use in a right renal mass embolization procedure. Several 4mm x 8cm coils and one 5mm x 8cm coil were placed. While attempting to place the last coil (this 5mm x 8cm embold fibered coil), it was difficult to get the last bit of the coil into the vessel. Once they did, upon deploying the coil, the coil wanted to come back into the microcatheter and failed to detach. While attempting to slowly recapture the coil in order to remove it, the coil deployed but was no longer where it needed to be; the coil was in the main renal artery. To avoid embolizing the entire right kidney, the coil was snared but broke into two pieces when pulling it out. Both pieces were retrieved. The catheter, snare, and coil were removed all together. Imaging was able to confirm that the coil was fully removed. There were no patient complications as a result of this event. It was further reported that the coil looked good when placed but they had to pack it a little bit to get the last bit of the coil in the target area. The delivery wire felt good when pushing the coil, but when attempting to release, it wouldn't come off. The coil didn't stretch until they used a snare to recover it.